Event description:
The facility indicated that the bed has no power, and the pendant cable is pinched.

Manufacturer narrative:
The facilities maintenance replaced the pendant, and the power control module to repair the bed.